Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the integrated electrosurgical unit (iesu) or erbe generator had intermittent issues where the bipolar and monopolar connections alternated from green to red and energy was not delivered. The customer rebooted the unit, replaced the energy cords, tried both bipolar and monopolar ports, and replaced the ground pad, but the issue persisted. The tse advised attempting integration with a backup generator if the activation cable was available or use another compatible tower if one was available. The customer then attempted to locate the cable to connect the backup generator but did not find it and then brought in another tower to proceed. The customer converted to another dv system to continue with the procedure as planned without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse test drove the integrated electrosurgical unit (iesu) or erbe and it was still erroring. Fse performed a hard reset and the erbe errors cleared but other errors returned. The customer reported that this had been occurring off and on for over a week. Fse replaced the iesu to resolve the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned for failure analysis, and the reported errors were confirmed using system logs which revealed recurring errors m-02, c-01, and m-18. During functional testing, the iesu touchscreen was found to be non-functional, preventing access to the erbe logs. The complaint was confirmed based on failure analysis. A definitive root cause could not be identified.